Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened up and down button dome switch. No moisture damage inside pump noted. Unable to perform rewind and basic occlusion, occlusion, prime test for the excessive no delivery and displacement test due to no up and down response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.